Event description:
A thoratec bivad (left and right ventricular assist device) patient implanted in 2002 was sleeping when the dual drive console (ddc) reportedly stopped. The synch alarm sounded and the patient was found unconscious. The patient was handpumped until a back-up ddc was connected. The patient regained consciousness within 30 minutes. The patient is reported to have no sequela from the event.